Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the customer walked 2.5 km, and at 6:23 pm he bolused 5.5 units of novorapid insulin based upon no apparent blood glucose result. Aviva combo result at 9:30 pm was 115 mg/dl. At 10:20 pm, he suddenly had symptoms of hypoglycemia. His friends "called the ambulance / doctor in call" and gave him a glass of "sugar" water. At 10:30 pm, the "doctor in call" arrived, ambulance meter result was 55 mg/dl. Customer was given undetermined amount of glucose. At 11:15 pm in the hospital, customer's result was 90 mg/dl with the aviva combo, hospital meter result was 43 mg/dl within 10 minutes. Customer was hospitalized two days. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). The local affiliate documented the receipt of a meter and strips, but when the global investigation unit received the returned product they documented the receipt of the meter only. The iu was asked about the strips but verified that they were not received.